Manufacturer narrative:
Additional information: an approach from rt.fa for the lt.cia lesion was used (right femoral artery, left common iliac artery, and aorta). The exact timing is unclear but the separation between the slide lever and the outer cylinder occurred during the removal process but in any case, there is no residue left inside the patient's body. No particular intervention was required to remove the delivery system from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned in a deployed state, with the lock pin manifold broken and the stent deployed and not returned. The device was identified from the strain relief. A visual inspection of the device found that the lock pin manifold was broken. The distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 30mm and 32mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a protege gps self-expanding stent during treatment of a 30mm calcified lesion in the patients left common iliac artery. Strong vessel calcification and moderate vessel tortuosity were reported. Artery diameter reported as 10mm. A 6fr non-medtronic sheath (terumo destination) was used. The vessel was pre-dilated with a non-medtronic (shiden hp) device. An approach from rt. Fa for the lt. Cia lesion was used. The lesion was accompanied by calcification and the branching from the ao was quite steep. The stent itself could be placed without any problems, but when the delivery system was removed, the slide lever in the hand, which was interlocked with the outer cylinder, was completely separated from the outer cylinder. It is believed that some load was applied during removal of the delivery system. The stent was successfully placed in the procedure itself, and the procedure was completed safely. No patient complications have been reported as a result of this event.